Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached approximately 37 mmol/l (666 mg/dl) after staff were unable to activate multiple pods consecutively on (B)(6) 2026 due to communication errors during activation, resulting in the patient not wearing a pod during this period. Symptoms reported include feeling unwell, chest pain, generalized body aches, high blood glucose, and elevated ketones. The patient was taken to royal preston hospital on (B)(6) 2026 and was treated with intravenous insulin and IV fluids for dehydration. No specific diagnosis was provided other than high blood glucose and ketones. The patient was released after approximately 24 hours on (B)(6) 2026. The pod was not in place at the time of hospitalization due to inability to activate multiple pods. No further information was provided.